Event description:
Reference number (B)(4). Event occured in the united states. On (B)(6) 2025, the patient inadvertently inserted the cannulas without first removing the needle guard. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.